Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial flutter p waves are falling into the absolute blanking period which at times results in a premature termination of the device classified atrial fibrillation (af) events however the af events continue. The device remains in use. No patient complications have been reported as a result of this event.